Manufacturer narrative:
Failed self-test error alarm during self-test due to faulty electrical component on the radio frequency board. Unit was programmed with test mini link and glucose sensor simulator. Unit alarmed lost sensor due to failed self-test alarms. Unit passed rewind test, basic occlusion test, and displacement test. Unit was unable to prime at 2.5 lbs. During prime/compromised force sensor system test due to faulty force sensor resistor. Unit had minor scratched lcd window and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test and lost sensor. The insulin pump did not upload to carelink and the meter was not sending signal to the insulin pump. The customer's blood glucose level was around 300 mg/dl and she had a hard time bringing her blood glucose down. The customer was advised that the device would be replaced and agreed to return the product for analysis.